Event description:
It was reported that during un-packaging and preparation of the 5/60 mm xpert self expanding stent system (sess), it was noticed that the first struts of the stent were exposed. The xpert was not used in the patient, and there was no patient involvement. Another xpert sess was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature/partial deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the corrective action tracking system database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.